Event description:
During verification testing at the manufacturing facility, backflow of fluid from the secondary solution container into the primary solution container was noted.

Manufacturer narrative:
During testing, the option-lok male adapter of a secondary tubing set containing red colored solution was connected to the proximal clave y-site of the primary tubing set. The primary solution container was hung lower than the secondary solution container. After the delivery was started, backflow of red colored solution from the secondary solution container into the primary solution container was noted. The backcheck valve of the primary tubing set was evaluated by the supplier. The diaphragm of the backcheck valve was shifted. Particulate matter was noted on the diaphragm surface and a scratch was noted on the inlet seal surface. The cause of the shifted diaphragm, particulate, and scratch could not be determined. This report represents all the information know by the reporter upon query by hospira personnel.